Manufacturer narrative:
The event occurred in china during treatment. It was reported that the error message: "ad conv" was displayed on the hl 20, which lead to a pump stop. No harm to any person was reported. According to the hl20 service manual the error message "ad conv" indicates that the analogue digital memory is faulty. A getinge field service technician (fst) was sent for investigation and repair on 2024-10-16 and 2024-10-19. The motor control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not available for further investigation at the manufacturer. However, the failure was assessed by the getinge life cycle engineering on 2023-09-14. The ad-conv error is caused by a failed adc test. This test is carried out in the control board by the microcontroller, where a signal generated in the motor control board is tested. Therefore, the most probable root cause was determined as a defective component in the motor control board. In addition, based on the age of the device (over 10 years) age related aspects can be considered as well. The device in question was manufactured on 2011-12-02. The review of the non-conformities during the period of 2011-12-02 to 2024-08-26 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "error message: ad conv" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2014. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in china during treatment. It was reported that the error message: "ad conv" was displayed on the hl 20, which lead to a pump stop. No harm to any person was reported. Complaint ID: (B)(4).